Event description:
It was reported, that an as drill 3,3 for ncb screws was used in a surgery on (B)(6) 2015. After the surgery, the x-ray showed a small metallic part remaining in the patient. When the loaner ancillary returned to the distributor it was discovered that a drill was broken and one part was not present in the ancillary. It was supposed that the metallic part in the patient might be the missing part broken of the drill.

Manufacturer narrative:
The manufacturer did not receive devices for review, as one part of the broken drill stayed in the patient and the other part was thrown away. X-ray was received. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).